Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. It was alleged the pump would not power up with a new battery, and new battery cap after a call service alarm. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2019 with the following findings: during investigation, there were no power losses observed in the black box. There was no damage found to the battery cap or to the battery compartment. The battery cap attached securely to the pump. The original power complaint could not be investigated because of a call service alarm, preventing any power testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.